Event description:
A 2.5mm diameter ptca balloon was unable to cross a severely calcified lesion in the ramus coronary artery. Rotational atherectomy was then performed on the lesion with the use of a 1.75mm burr device. The ptca balloon was again re-inserted and inflated at the target lesion. A3.0mm diameter by 24mm length s7 stent delivery system was then inserted for treatment of the lesion. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when the stent caught on calcium. The dislodged stent was successfully snared and removed from the pt. The target lesion was subsequently treated with angioplasty only. The pt was reported fine post procedure and there is no add'l clinical sequalae reported related to the event. The severe calcification likely contributed in the stent not crossing the target lesion and dislodgement of the stent.